Manufacturer narrative:
(B)(4). The customer did not retain the sensor. Complaint trends will continue to be monitored.

Event description:
The oxiband sensor showed low spo2 readings on a pediatric patient when used with a nellcor n65 pulse oximeter. The customer does not know the date of the event. There was no patient harm.